Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the error did not reoccur. The caller successfully initiated a new sensor session.